Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump stopped insulin delivery due to an insulin low drug alert, dosing paused and later resumed after the caregiver replaced the cartridge and supplies, and the user also typically administers a nightly insulin injection per physician instruction but had run out of insulin, resulting in missed dosing and subsequent glucose variability. Education and troubleshooting were provided to reinforce timely replacement of insulin when the low drug alert occurs and to prevent therapy interruption. Symptoms included hyperglycemia followed by rebound hyperglycemia, with a nadir of 63 mg/dl and reaching 401 mg/dl, along with confusion/ disorientation, irritability, and distress. Outcomes included a missed dose, a delay to therapy, and a minor injury of hypoglycemia resolved with oral glucose. Investigation included communication and interviews with the user and caregiver and analysis of the information they provided. Investigation of this case revealed no device malfunction, and a usage problem was identified as not reverting to alternative therapy after ilet is shut off or stops dosing; no applicable device component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.